Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ pro pen needle broke off before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "needles bent / broken off before use".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-19. Investigation summary: two open 32g x 4mm pen needle samples were returned from lot. No. 9324029, cat. No. 320561. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on the second sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle broke off before use. The following information was provided by the initial reporter, translated from german to english: "needles bent / broken off before use".